Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. During evaluation of the instrument, the cse discovered a fibrous plug stuck in one of the rotary valve ports. The cse removed the plug, disassembled the stator and rotor, and cleaned them. The cse reinstalled the integrated multisensor technology module and primed the system. A quick check was run to verify that the instrument was operational. The cause of the discordant sodium and chloride results was related to the fibrous plug in a rotary valve port. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated sodium and chloride results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The patient was redrawn and the new sample was tested on the same instrument and an alternate dimension vista instrument, resulting falsely high for both methods on the same instrument and lower for both methods on the alternate instrument. The original sample from the patient was repeated on the alternate dimension vista instrument and the results matched those of the redraw. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.